Event description:
The customer was hospitalized for high bgs. Leading up to hospitalization the customer had changed the infusion set. The customer did not follow the two high bg. The customer is a new pump user and was not aware. Troubleshooting was performed. The programming on the pump was ok. It was stated that the customer had the batteries out of the pump for a couple days and the time and date were not correct. The customer indicated that the doctor recommended not re-connecting to the device until they meet with the educator again. Advised the customer to contact the nurse educator to obtain more training.